Event description:
A dentist called because she had a patient in today for impressions. The patient has no known allergies. The only material used was the ft monophase. About 2 to 3 minutes after the impression, the patient's tongue started to develop blisters. The patient said it felt swollen and she could not taste anything. The dentist said that the patient was not having any shortness of breath. She has given her benadryl. The patient may see her physician if the symptoms worsen or do not improve soon. The dentist wanted to know if this has happened before as she has never seen this reaction to a vps material. Discussed that allergic reactions have been reported with the use of dental materials and that this is warned of in the dfu. She said that the patient may seek diagnosis of allergen with an allergist. Followed up a few weeks later with the dentist and she said that the patient is completely recovered. No testing is being done.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Method and conclusion - the directions for use states, "contraindication: in very rare cases allergies may occur when using the product." The patients mother is not pursuing allergy testing. No definitive information on cause of reaction will be available. This is the only complaint on this material batch. The frequency of occurrence for this event type since 2011 is (B)(4). Due to the aforementioned reason, CAPA measures are not recommended. Office disposed of device.